Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device reached elective replacement indicator (eri) in two years and seven months and there was possible early battery depletion. Also the left ventricular (lv) lead threshold was high at 2.75 volts at 1.0 milliseconds. The device and lv lead were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead 2006-(B)(6), 7120 competitor implantable defibrillation lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the lead distal end tip seal had blood ingression, the lead proximal and distal conductors were distorted due to being kinked/buckled and the lead appeared to have explant damage. Also the outer insulation had cosmetic environmental stress cracking, was breached/cut and had cosmetic melting and had cosmetic depression.